Event description:
Customer reported, the sys would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the tech processor was bad. Customer will order part and contract 3rd party to repair.